Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the doctor's point of care (poc) meter. Results as follows:" date (B)(6) 2012, inratio 1.1, poc meter 2.7. Time elapsed between each method of testing is thirty seconds. Pt's therapeutic range is 2.5 - 3.5.